Event description:
It was reported when using the bd k2edta plh 13x75 2.0 plbl lav br tube there was under-filling or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes have insufficient suction, with inadequate volume being collected." 2/15/2021 additional information received: it was reported by the customer that 10 unit tubes were affected. The tube level fill was a partial fill. The tube was drawn through a vacuum collection. It was necessary for some patients to be recollected for adequate collection.

Manufacturer narrative:
B.5. Describe event or problem: 2/15/2021 additional information received: it was reported by the customer that 10 unit tubes were affected. The tube level fill was a partial fill. The tube was drawn through a vacuum collection. It was necessary for some patients to be recollected for adequate collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd k2edta plh 13x75 2.0 plbl lav br tube there was under-filling or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes have insufficient suction, with inadequate volume being collected."

Event description:
It was reported when using the bd k2edta plh 13x75 2.0 plbl lav br tube there was under-filling or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubes have insufficient suction, with inadequate volume being collected." 2/15/2021 additional information received: it was reported by the customer that 10 unit tubes were affected. The tube level fill was a partial fill. The tube was drawn through a vacuum collection. It was necessary for some patients to be recollected for adequate collection.

Manufacturer narrative:
Six retain samples of the same batch have been inspected by naked eye. No deficiency of the sealed seam nor of the catheter or accessories (incl. Dilator) could be detected. No further complaints have been received for this batch. No complaint about a similar packaging issue has been received within the last 12 months. Based on that a systematic root cause in the design or manufacturing process is considered as unlikely. This is supported by the very low complaint rate (B)(4). The investigation has been performed on the basis of the provided picture. The shape of the defect signalized an effect of increased pressure and temperature in that area. Dilator tipping and tray sealing are the only manufacturing processes where pressure and temperature are applied and could cause the defect shown. Both root causes could potentially apply as the provided picture is neither clear nor unambiguous. No product has been returned as it was discarded by the user. After dilator tipping a 100% visual inspection is performed by the manufacturing operators. Specifically mentioned within the instruction is the formation of the tip. The picture indicates a flat shape of the dilator. Based on the indicated flat shape and the implemented inspections the most probable root cause is seen in the sealing process. However, the customer reported that there was no damage of the packaging. A small part of the packaging tray was shown on the provided picture; this part did not show any malfunction. Preventive actions will be implemented by changing the ionizating tool and improving of the camera system. Overall, investigations indicate that the device failed to meet its specification when the event occurred. But the actual device has not been returned to confirm this assumption. The complaint investigation has been performed to the most possible extent on the basis of a single picture. Upon the event occurrence the device was involved, but not used on a patient. The whole product (catheter incl. Accessories) has been discarded. The product IFU states: "warning: do not use the catheter or accessories if any sign of product damage is visible." And "warning: check the sterile packaging. Do not use the catheter or accessories if the package is opened or damaged." As there is no trend for this kind of issue, no additional actions will be taken. The issue will be further monitored on the market to detect early trends. H3 other text: device discarded by the hospital.